Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having bad tremors like she had never had before. She thinks the issue was having the dbs and interstim together. The patient has not been able to sleep. The patient tried adjusting the dbs but the tremors did not get better. No further complications were reported/anticipated.